Event description:
2023-04-14: unit i3400 was returned to integrum with a report form stating that the axor ii has fallen off the abutment. The reported date of experience is 2023-03-20, however integrum was not informed prior to receiving the unit. No fall or injury reported. Manufacturing investigation performed; batch documentation for axor ii i3400 reviewed (docreg 007 263-00), no deviations were found. 2023-06-08: technical investigation performed of axor ii i3400. The unit was found dirty. During investigation, the unit passed the gripping test, however the clamps were found visibly worn; indented and damaged. The damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. During service, the axor ii clamps were replaced and the device now functions according to specifications. A feedback report has been provided to the cpo/patient highlighting the importance of cleaning the axor ii according to the IFU.

Event description:
(B)(6) 2023: unit i3400 was returned to integrum with a report form stating that the axor ii has fallen off the abutment. The reported date of experience is (B)(6) 2023, however integrum was not informed prior to receiving the unit. No fall or injury reported. No reported fall or injury to the patient. Manufacturing investigation performed; batch documentation for axor ii i3400 reviewed (docreg 007 263-00), no deviations were found. Technical investigation of the unit to be performed.